Event description:
On (B)(6) 2011, breast implant post breast cancer, right and left, natrelle style 410mx 410mm, serial # (B)(4), ref mx-410520 (r) [natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants] dr (B)(6). (B)(6) felt pain and thought fluid was around her implants - however her family dr explained it was normal to feel that way after reconstruction and focused on her copd instead. At her death, her family dr asked the funeral home director for the cause of death, which he asked me, her daughter and pip, and explained she was found deceased in bed. As (B)(6) was paralyzed by opioid deaths, no autopsy was performed. Five years after implants, (B)(6)'s ashes are what remains. Attached is a photo of the breast implant cards and a picture of (B)(6) the day she was advised of the breast implants that would be put into her body. FDA safety report ID# (B)(4).